Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, b6, h.6

Event description:
Patient reported "intracapsular rupture". Later patient reported "there is no rupture". This record is for an unknown side. Device remains implanted. Therefore, this record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "intracapsular rupture". This record is for an unknown side. Device remains implanted. Return status is unknown.